Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional information was requested and the following was provided: our failure analysis lab received an extra product with reference to this complaint, it was received: product code: v3040h. Product lot/batch: thbbmgq0. Tracking#: (B)(4) (hamburg de). Received at cg labs on 12/1/2025. 1. Could you please clarify if extra device belongs to this complaint? Yes, this product belongs to this complaint: same product code, just another lot number 2. If not, could you please clarify if the extra received product belongs to a different complaint? If so, can you please provide the complaint number. N/a. 3. If the device was not reported before, please provide more details of device malfunction. N/a. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. N/a. Investigation summary: the product was returned to ethicon for evaluation. One open box with twenty-two (22) representative unopened samples was received for analysis. Product code v3040h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damage was observed on the external packets. Following the sampling plan, a visual inspection was conducted on thirteen (13) samples. The packets were open, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. A functional test was performed using instron equipment and tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/21/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: - it was indicated in the customer complaint information sheet that 36 devices are involved. Could you please clarify how many devices demonstrated the alleged deficiency? 13, the whole bx will return. - please provide the product return status product I on the way to loc norderstedt and will send to (B)(6). - please provide the source or name of person providing answers to follow-up questions: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a prostatectomy procedure on (B)(6) 2025 and suture was used. It was reported that the suture tears several times in the middle during one procedure not in the reinforcement zone. It happens while knotting the suture. The soft tissue was sewn. No patient harm reported. Procedure finished with same like device. Additional information was requested.